Event description:
The following was reported to hamilton medical ag: technical event - 231036 flow sensor calibration needed failure occurs during the general check. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).